Manufacturer narrative:
Customer reported sample is not available since it was discarded.

Event description:
The customer reported: when introducing the catheter into the oral cavity of a generally sedated (rass -2~-3) patient I had the distal end of the white portion of the introducer break off and separate from the body of the introducer. Customer states device was discarded.

Manufacturer narrative:
At this time, the suspect component is not available for return. Vyaire's complete process was reviewed and further evaluation could not be determined at this time.

Event description:
The customer reported: when introducing the catheter into the oral cavity of a generally sedated patient I had the distal end of the white portion of the introducer break off and separate from the body of the introducer. Customer states device was discarded.